Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, found main board out of calibration at r106 (over temp pot), degraded ac cable, front water tank cover, power switch screws, and o-rings. The complaint was confirmed. The root cause was the main board was out of calibration at over temperature pot. Adjusted/calibrated over temp to 43.1c to resolve the report error. Replaced ac cable, front water tank cover, o-rings, and rubber feet. Fixed power on switch button screws and replaced side label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that "no alarm test over temperature". There was unknown patient involvement and unknown patient harm.